Manufacturer narrative:
It has been communicated that the device is not available for eval. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the mfg records have been reviewed and they revealed that the device confirmed to all mfg and quality testing/inspection specs prior to being released to stock. If at some point the device is returned for eval. This complaint will be re-opened and investigated. Based on this eval no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.